Event description:
A malfunction alarm was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and since the malfunction did not recur, the customer was advised to continue using the pump while being instructed to call back if the malfunction code reappeared.